Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report containing information regarding an abbott diabetes care (adc) device. A customer reported obtaining a low reading from the adc device compared to an unspecified device. The sensor was reporting blood glucose levels up to 50% lower than those measured by a glucometer. It is unknown whether the customer observed a trend arrow on the device. The customer was successfully contacted, and a replacement device was received. No adverse health effects were reported, and neither self-administered nor third-party medical treatment was required. Based on the available information, no serious injury was associated with this event.